Manufacturer narrative:
Date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. On (B)(6) 2021 the ipg was repositioned, resolving the issue.